Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis noted several cuts noted in insulation which likely occurred at explant. Additionally, the helix was fully retracted and intact with no signs of damage noted. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities in regards to the allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a loss of capture, decreased sensing and dislodgement. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
To date, this right ventricular (rv) lead has not been received by boston scientific. Upon receipt, this rv lead will undergo a detailed laboratory analysis in an effort to confirm and determine the root cause of this event.